Manufacturer narrative:
Philips service restored the backup image and database, and the system became operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment locked due to a boot error on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.